Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary several pockets had disappeared from the inventory page on the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date. Upon investigation of the actual device used in this incident, it was determined that the several pockets had disappeared from the inventory page on the pyxis es server. A technical support specialist (tss) found that some loaded cubie pockets were not appearing on the server. The customer unloaded and reloaded the pockets, after which they appeared correctly on the server. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es server several pockets had disappeared from the inventory page on the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.